Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a cook (non-endologix) fenestrated device to treat an abdominal aortic aneurysm (aaa). This procedure is outside the indications of use (off-label) due to adjunctive devices not compatible with the afx2 system per device IFU. Approximately forty-seven (47) days after the initial procedure, the patient presented to the emergency room (ER) with an expanding aaa and endoleak type iiia. The physician elected to reline the original implanted devices with an afx2 bifurcated stent graft. The leak was resolved, and the patient's condition was reported as stable.

Manufacturer narrative:
The reported event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the afx 2 aneurysm enlargement of 41 mm, type iiia endoleak, and additional endovascular procedures are confirmed. This is consistent with the reported adverse event/incident. The complaint is likely user-related. The initial procedure is off-label due to concomitant device usage of a non-endologix cuff. This likely contributed to the reported event. Procedure-related harms for this complaint could not be determined. The final patient status was reported as stable. No additional investigation of this reported event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar events/incidents. Device iteration is afx2. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.